Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. It was reported that the customer received an e-4 occlusion error 10 times between the timeframe of 11:29 am-2:51 pm. At 2:35 pm the patient had a blood glucose result of 441 mg/dl on the aviva combo system and had positive ketone bodies. The patient experienced elevated blood glucose symptoms of nausea, headache, and thirst. The patient went to the emergency room. At the hospital the patient was treated with physiological serum. At 8:00 pm the patient's blood glucose was 196 mg/dl. It was determined that the cause of the high blood glucose was due to an untreated occlusion within the infusion set. The patient assures the pump is working correctly and the error e-4 has not appeared since changing the infusion set. The patient was hospitalized for 3.5 hours. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.